Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient's representative reported patient was "diagnosed with malignant bia-alcl," which has "spread" to the "right axillary lymph nodes,...collar bone and...sternum." Device was explanted. Patient received "chemotherapy and radiation therapy." Pathological biomarkers have not been received.